Event description:
It was reported that the patient had soreness around the ipg and felt tight in the pocket. It was noted that the patient suture was holding the ipg too tight. The patient underwent a revision procedure wherein the pocket was made slightly larger, and suture was placed to hold the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.